Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to flattened buttons dome switch. Unit received with traces of moisture at the mother board and lcd/board per visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump was thrown into the pool. The customer received all kinds of sensor and insulin pump alarms. The insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.